Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the tip of the needle broke off when suturing the patient's neck, and 1mm tip was not found. The current patient status is unknown. The difficulty did not result in any tissue damage or patient injury. Another suture was applied to complete the procedure. Additional information has been requested but no response has been received as of yet.